Manufacturer narrative:
The reported issue was confirmed. The root cause identified as air leaks in fluid delivery line. Per review of wo notes it was determined that the fluid delivery line (fdl) will need new valves for one set. Circulation pump command (cpc) was 48 percent, inlet pressure (ip) was -7.0, flow rate (fr) was 1.8. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Correction: f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device had a low pressure during the inspection of the fluid delivery line. Per review of wo notes it was determined that the fluid delivery line (fdl) will need new valves for one set. Circulation pump command (cpc) was 48%, inlet pressure (ip) was -7.0, flow rate (fr) was 1.8.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as air leaks in fluid delivery line. Per review of wo notes it was determined that the fluid delivery line (fdl) will need new valves for one set. Circulation pump command (cpc) was 48 percent, inlet pressure (ip) was -7.0, flow rate (fr) was 1.8. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Correction: f, g, h. Complete initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device had a low pressure during the inspection of the fluid delivery line. Per review of wo notes it was determined that the fluid delivery line (fdl) will need new valves for one set. Circulation pump command (cpc) was 48%, inlet pressure (ip) was -7.0, flow rate (fr) was 1.8.

Event description:
It was reported that the biomed stated that the arctic sun device had a low pressure during the inspection of the fluid delivery line. Per review of wo notes it was determined that the fluid delivery line (fdl) will need new valves for one set. Circulation pump command (cpc) was 48%, inlet pressure (ip) was -7.0, flow rate (fr) was 1.8.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.